Manufacturer narrative:
The patient is reported to be over 18 years of age. Visual examination of the returned fiber revealed approximately 0.025mm of exposed glass tip remaining. The pattern on the tip face is consistent with a fracture indicating a portion of the tip detached.

Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using a flexiva 200 laser fiber, the fiber burned back prematurely. The fiber was used with a 100 watt lumenis laser with laser settings of 0.5 joules and 6 hertz with a total of 0.9 kilojoules of power. The procedure was completed with this device without any complications to the patient, who is reportedly "fine" post procedure. The event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event. It was confirmed by the customer that no piece of the fiber detached inside the patient.